Event description:
It was reported that customer was hospitalized for low blood glucose. Emts were called during the telephone call. The blood glucose reading at the time of the event was 72 mg/dl. Customer states that the insulin pump was not working for about three days. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.